Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted a third party service agent to report that their device had a service indicator present and had failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, the third party service agent observed that it would not deliver defibrillation therapy when prompted. The device displayed the message ¿disarming¿ when the charge button was pushed and it logged an event code in its memory following the failure to charge.

Manufacturer narrative:
The third party service agent advised that they replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted a third party service agent to report that their device had a service indicator present and had failed a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, the third party service agent observed that it would not deliver defibrillation therapy when prompted. The device displayed the message ¿disarming¿ when the charge button was pushed and it logged an event code in its memory following the failure to charge.